Event description:
During a coronary ptca/drug eluting stenting procedure, the patient developed a thrombus at the stented site. The patient had been taking aspirin 100 mg/day upon admission for intervention. They were given clopidogrel, heparin and 11b-111a agents at the beginning and during the procedure. The physician had successfully stent a moderately calcified, 95% lesion in the circumflex following pre dilation with an express2 3.0 x 12 mm stent. The physician then pre-dilated a de novo, mildly calcified, 70% lesion in the proximal lad. The reference vessel diameter was estimated to be 3.0 mm and the lesion length 8 mm. He deployed the taxus express2 3.0 x 16 mm drug eluting stent @ 11atms. The lesion and 0% residual stenosis following implantation of the stent, but timi 1 flow was observed. There was visible thrombus and transient occlusion at the stented site, as well as distal thromboembolization. The lesion was post dilated. No additional information is available.